Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted: flow: damage visual inspection: visual inspection performed at customer quality (cq) showed the instrument broke towards the distal flanges. Only 3 of the four flanges were returned. No other issues were observed. A device failure was identified dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review based on the review of relevant drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 352.040 lot: 2094058 manufacturing site: bettlach release to warehouse date: april 14, 2004 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during trauma procedure, the flexible reamer shaft and the 8.5mm medullary reamer head was broke inside the patient while reaming for a tibia nail. There were fragments generated but they removed easily without additional intervention. The fragments removed and surgery continued. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. There is patient consequence. Concomitant device reported: tibia nail (part # unknown, lot # unknown, quantity # 1); 8.5mm medullary reamer head (part # 352.085, lot # unknown, quantity 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 2 for complaint (B)(4).